Manufacturer narrative:
Conclusion: the reported clinical observation does not indicate a potential manufacturing issue. A variety of factors can influence the onset of stroke, and a conclusive cause could not be determined from the limited information available. It is a known potential adverse effect per corevalve instructions for use (IFU). The report of death post-implant was ascertained to be non-cardiovascular; additional information was received that the cause of death was adenocarcinoma of the colon. No allegations were made against the valve or its function.

Event description:
Medtronic received information that five days after the implant of this transcatheter bioprosthetic heart valve the patient was diagnosed with a lacunar infarction in the left thalamus that was possibly related to the implant of this device. It was reported that four balloon aortic valvuloplasties were performed to open the access for the initial attempt to place the valve due to the patient¿s heavily calcified anatomy (calcified thoracic aorta, sinotubular junction, left coronary cusp and left ventricular outflow tract). Multiple attempts to advance the loaded valve and its delivery catheter system (dcs) past the native valve were unsuccessful, and the valve was unloaded and reloaded onto a second dcs after a small piece of calcium was observed on the first dcs. The valve was successfully implanted using the second dcs. There was no treatment or reported subsequent adverse patient effects related to the stroke.

Manufacturer narrative:
The patient passed away five months after device implant from an unspecified non-cardiovascular cause. No autopsy was performed, and the device remained implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.